Event description:
Device malfunction: balloon rupture. Time of malfunction: during the procedure. Symptoms/ae: none. It was reported that during an interventional procedure in the left iliac artery, the fox plus balloon ruptured at 4 atmospheres during the first inflation. The balloon was completely removed from the anatomy and another fox plus was used to complete dilatation. There was no adverse patient effect. Though requested, no additional information was provided.

Manufacturer narrative:
The customer reported the device was discarded. The lot number was provided. Review of the device history record is forthcoming. A follow-up will be submitted with any relevant information.